Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the pyxis machine was reported as not functioning properly. A field service engineer (fse) investigated remote smart service (rss) error code 10,000 indicating repeated failures on drawers 3.1 and 3.2. Diagnostics revealed a pending firmware update and was initially cancelled; further diagnostics showed all pockets on drawers 3.1 and 3.2 were not registering correctly. The fse then updated the firmware, resolving the issue on those drawers, but identified that drawer 2.2 pockets were not detected. All cables were reseated and verified, and slide bumpers were checked, resolving the remaining issue. The customer tested the system afterward and reported no further problems. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis machine was reported as not functioning properly. User reported that the station frequently required maintenance, impacting patient care. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.